Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
The following events were reported: a message was displayed about a re-initialization that occurred in 2010; this event was not reported at that time. When the message was acknowledged during the follow up on (B)(6) 2013, session was ended. Upon device re-interrogation, device memory were not containing any follow-up data. It should be noted that only expertise files dated (B)(6) 2013 were provided for analysis.